Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, an idc coil got stuck at 15 cm from distal hub and unraveled. The procedure was completed with another device.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.